Event description:
It was reported that the anchor broke during the procedure and had to wait 30 mins for replacement. Please note that the broken pieces were removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was reported to not be available, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke probable root cause: application - excessive force impacting inserter - extremely hard bone, no pilot hole drilled - poor patient bone quality the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure and had to wait 30 mins for replacement. Please note that the broken pieces were removed.